Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set 10 tubes have slipped out of holder during sampling. The following information was provided by the initial reporter: the tube slips off the holder during sampling, they have to use force to hold the tube in place.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from inventory were evaluated by visual examination and no issues were observed relating to slippery tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: 0a26a1 was reported, however, this is not a lot# manufactured for this product. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set 10 tubes have slipped out of holder during sampling. The following information was provided by the initial reporter: the tube slips off the holder during sampling, they have to use force to hold the tube in place.